Event description:
Information received with return of the explanted device notes that during an ICD change, an insulation "defect" was observed on the lead. There were no consequences to the patient.